Event description:
It was reported by the clinician that the catheter was being placed in the pt's right internal jugular. The peel away sheath was being peeled when one of the tabs broke off. At which time, they immediately secured the sheath with a hemostat and the rest of the sheath was then cut away. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for eval.